Event description:
"During the removal of the tape and injection plug, the catheter inadvertently got cut off by the technician and remains in the dog." Attempts to locate the cut portion of the catheter were unsuccessful. Follow-up commuincation confirmed that the dog is reportedly having no symptoms related to this issue, has been sent home and the owners were instructed to monitor for symptoms.